Event description:
It was reported that the catheter shaft separated at the joint of the gray and black portion of the catheter. The wires were visible during insertion into the pt. Under fluoroscopy, the catheter appeared to have a kink at the joint. Electrical signals could be obtained so the physician continued the procedure. The physician usually pre-shapes the catheters slightly. There was no reported pt injury.

Manufacturer narrative:
One 5f supreme ep catheter was rec'd for eval. Visual inspection revealed a separation of the grey shaft from the black shaft of the catheter at the bond. Review of the device history record confirmed this lot met mfg requirements prior to shipment. In conclusion, the returned catheter was rec'd with a separation of the grey shaft from the black body. Although, we were unable to conclusively determine the cause for the separation, testing has shown this issue may be the result of over-torquing the catheter or deflecting the catheter while the tip remains in the introducer shaft. Corrective action has been initiated to address an issue with bond separations on supreme catheters. This device was manufactured prior to implementation of the corrective action.